Event description:
Celect ivc filter was placed via the right femoral vein, by physician in a female after the pt was diagnosed as having b/l pulmonary embolisms. Pt was put on anticoagulation medications and sent home. Pt arrived to paoli ER on the night of early 2009 complaining of abdominal pain. Pt had a CT w/contrast study revealing a 2cm pseudoaneurysm at the level of l4. There is also evidence of thrombosed blood extending past the pseudoaneurysm and posterior along the psoas muscle and also extending down into the pelvis area. This study also shows that the celect filter's legs may have extruded through the ivc and punctured a lumbar artery. The next day, physician was consulted to perform an angiogram and possible embolization. The pt's anticoagulation medicine was stopped. An aortogram and selective lumbar artery angiograms were performed. A right lumbar at the level of l4 showed filling of the pseudoaneurysm. A microcatheter was then placed into the right lumbar artery and it was embolized using one .018 4/2 platinum tornado embolization coil. It was decided best to leave the celect filter in place and they are planning on performing a follow up CT w/contrast on monday.

Manufacturer narrative:
Event evaluation: this event is still under investigation.